Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally cracked the ilet screen on a marble counter, after which the device display was damaged while blood glucose remained stable and the device otherwise functioned without alerts. Symptoms included no adverse clinical effects, with a reported blood glucose of 84 mg/dl. Outcomes included device replacement and user guidance on syncing data, shutting down the damaged device, startup of the replacement, and return of the original device using a provided shipping label. Investigation included review of the user¿s account of accidental damage and confirmation of continued cgm use with dexcom and successful setup of the replacement device. Investigation of this device revealed physical damage to the display consistent with impact, with no indication of device malfunction or alarms. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to accidental impact.